Event description:
It was reported that the patient had a pocket revision three weeks ago due to the implantable neurostimulator (ins) becoming loose in the pocket. The patient was still wearing a wrap to keep the ins in place, and experienced coupling and or communication issues when trying to recharge for the first time since the revision. The patient was getting the recharge screen, but no shaded bars. The recharger did not appear to be functioning properly, and after one minute the screen would go blank, even though the recharger was full. It also appeared that the ins was implanted after its use-by-date. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient saw her doctor on (B)(6) 2012 and her concerns were resolved. The patient no longer had concerns with her device or therapy.

Manufacturer narrative:
Lead: model 389033, lot# j0527379v, implanted: (B)(6) 2005, explanted: na. Lead: model 389033, lot# j0527379v, implanted: (B)(6) 2005, explanted: na. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Accessory: model 37752, serial# (B)(4), programmer: model 37742, serial# (B)(4).

Event description:
Additional information. The patient received a new recharger. Initially the patient was able to get 6 boxes shaded while recharging with the new recharger, but all the boxes went away when the patient sat down to finish charging. The patient had x-rays taken last tuesday due to the lack of coupling boxes while recharging, but the results of the x-rays were not provided.

Manufacturer narrative:
Analysis of the recharger model 37752 (B)(4) was unable to verify the complaint. No anomaly was found.